Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an issue with the foley catheter had a hole in the balloon for two different kits. Twice the foley came out after insertion. Per follow-up information received via email, issue occurred during a procedure, twice the foley came out after insertion; they inserted a third foley from a different lot number. A hero was filed. Lot# ngkw0653 ((B)(4) ea) / ngky3546.